Event description:
The programming handheld, associated software flashcards and wand were received on 3/11/2016. The programming wand performed according to functional specifications and no visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcards and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that the physician's handheld programmer was not turning on. The handheld programmer was plugged in to charge a week back and the power light was green. A hard reset was performed by pressing the reset button on the back and the power button on the front, but the screen was still black and would not turn on. The battery in the back was removed and reseated but the issue did not resolve. It was confirmed that the hhd screen lock button was not locked and that the battery cover was on and the cover lock was engaged all the way. The device is expected to be returned but has not been received to date.